Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 6.6, lab: 4.6. Lab was drawn at same time as meter testing due to higher than expected results.